Manufacturer narrative:
The referenced scope was returned to the service center for evaluation. The instrument channel was inspected, black colored stains, residue along with discoloration and kinks were identified inside the channel. A review of the repair history shows the scope was recently returned for the same or similar issue on (B)(6) 2022. Black residue was confirmed inside the channel and the charged coupled device (ccd) chip unit was defective attributing to a e204 error. The scope was repaired to standard specification and returned to the customer. The investigation is ongoing; therefore, the root cause of the reported issue cannot be determined at this time. However, if additional information becomes available this medical device report will be supplemented accordingly.

Event description:
Olympus was informed by the biomedical engineer at user facility via service inquiry that ¿a borescope was used on the channel of the (evis exera iii colonovideoscope), and at the distal end just inside the channel (maybe 1-2cm inside), there is a black dot/mark/bump inside the channel. Could hide biohazard¿. The event was found during reprocessing. No death, injury or infection was reported to olympus.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified; however, the event was most likely caused by the repair work at olympus being inappropriate as follows: during the connector cover bonding process, the black adhesive remained because the adhesive was not sufficiently wiped off from the tip of the forceps channel. The core metal was passed through the forceps channel with the solid lubricant attached to the core metal. As a result, the solid lubricant adhered in the forceps channel in a stain-like manner. Olympus will continue to monitor field performance for this device.